Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the wire. They noticed the separation and immediately switched out for a new vh-4000 in order to complete the case. Delay during the time when a second vh-4000 had to be opened. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "1454" to "2981". The device was returned to the factory for evaluation on 01/31/2024. An investigation was conducted on 02/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. A microscopic inspection was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the detached from the based of the hot jaw and detached from the base of the jaw. Based on the returned condition of the device and investigation results the reported failure "peeled; jaw/delaminated" was not confirmed, however the analyzed failure "material twisted/bent; wire" was confirmed. The lot #3000340533 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from the wire. The heater wire lifted and detached. They noticed the separation and immediately switched out for a new vh-4000 in order to complete the case. Delay during the time when a second vh-4000 had to be opened. No patient harm.